Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context; however, a conclusive cause for the reported inflation issue and leak could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. Resistance was felt during removal of the protective sheath prior to use. During inflation of the 3.0 x 20 mm nc trek balloon catheter, although the pressure reached 20 atmospheres, the balloon did not inflate at all and it was believed that the balloon catheter was leaking somewhere. It was unknown where the leak was on the device. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.